Event description:
Information was received that during use of this smiths medical cadd administration sets, leaked and clogged was noted. It was reported that the sets leaked from a hole in the line air eliminating filter, which causes the medications to clog the filter. This resulted in a high-pressure alarm. No adverse effects were reported.

Manufacturer narrative:
Device evaluation summary: one cadd extension set was returned for analysis in used condition. Visual inspection of the set found that the sample was occluded with dried medication inside the filter. Functional testing included use testing. For the occluded sample it was necessary apply a high pressure in order to the fluid could through the assembly; a leak was observed fleeing from the air vent of the filter. Based on the evidence, the complaint was confirmed. The root cause was identified as manufacturing.